Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they were at the doctor's office and the doctor analyzed some reports and found that the insulin pump was not calculating corrections accurately. Blood glucose value was 305 mg/dl. Mother stated that they found that on the beginning of (B)(6), the insulin pump was supposed to give a bolus of 14 units but it only delivered 8 units even though the estimate was scheduled for 14 units. Mother was assisted in reviewing the bolus wizard settings. It was stated the parameters were entered correctly but the food and correction bolus is incorrect. Troubleshooting was not completed since the call got disconnected. Attempts to contact the customer were made but could not be reached.